Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with monarc subfascial hammock on or about (B)(6) 2008 for stress urinary incontinence. Following the implant surgery, the plaintiff had "two emergency room visits for acute urinary retention where a foley catheter had to be inserted on drain the bladder. On or about (B)(6) 2009, plaintiff underwent removal of the sling due to her difficulty with completely emptying, urinary urgency, frequency and urge incontinence." It was alleged the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," "emotional distress," and "urinary difficulty."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.